Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been experiencing high blood glucose levels. The customer stated that his insulin pump would suspend due to his blood glucose being above 400 mg/dl. The customer's blood glucose at the time of the call was 400 mg/dl. Troubleshooting was done. The customer expressed thirst as a symptom of his high blood glucose. The customer had treated himself with a manual injection. Advised customer to run a manual prime, and insulin did exit the tubing. The customer stated that the cannula was not occluded. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised customer to contact his healthcare provider regarding the high blood glucose. Nothing further reported.